Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the hose of the device had an air leak was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit was not locking the cutter device securely, the device was heating up, the device was running below the minimum specified rotational speed, the vanes were damaged, and the pawls were damaged causing the device to heat up and not being able to hold the cutter device. It was determined that the condition of the pawls being damaged and not being able to lock the cutter securely and the device heating up was due to mishandling of the device and using excessive force while trying to insert the cutter. It was further determined that the condition of the worn vanes was due to lack of lubrication. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had an air leak in the hose. During in-house engineering evaluation it was observed that the device was heating up and running below the minimum specified rotational speed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.